Manufacturer narrative:
(B)(6). Bd received samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® urinalysis conical urine tube no additive was not transparent and had a different color than usual, which made color evaluation and turbidity of urine impossible. No serious injury or medical intervention reported.